Event description:
It was observed that during the evaluation, the thunderbeat open fine jaw type x exhibited that the distal end of the probe was broken, and the broken fragment of the probe was not returned, and foreign material was observed on the device. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on previous findings, a likely cause of the reported phenomenon may be as follows: 1) during output activation in seal & cut mode, the probe came into contact with hard tissue, metal objects, or surgical instruments. 2) scratches appeared on the probe. 3) force applied to activate the output in seal & cut mode or to grasp the tissue resulted in cracks forming at the scratched area. 4) force applied to the probe caused it to break. However, the root cause of the reported event could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.